Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in the emergency room after receiving inappropriate high voltage therapy, upon device interrogation far p-wave oversensing issue was observed. It was determined that the patient received inappropriate shock due to a newly placed left ventricular assist device which caused oversensing. Patient was sent for a chest x-ray to see where the lead is placed. Programming changes were made. Patient was stable.